Event description:
The customer reported defects to the monitor after the device fell. The customer did not know if the device was accidentally dropped or if it fell from a mount. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.